Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 50's (mg/dl). Bg was addressed with carbohydrates. The cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) confirmed via continuous glucose monitor (cgm) data on (B)(6) 2018 was 62 mg/dl. Cgm alert 3 (cgm glucose reading below user¿s threshold) was annunciated. A correction bolus was delivered approximately one hour prior to the low bg level. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.